Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: photo investigation: the device was not returned. A photo-investigation was performed on the image". Upon inspecting the image provided, the tfna femoral nail was found to be broken in the patient at the proximal blade junction. However, the root cause for the reported issue cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: manufacturing location: monument. Manufacturing date: 30-mar-2020. Expiration date: 01-mar-2030. Part number: 04.037.144s, 11mm/130 deg ti cann tfna 235mm/right-sterile. Lot number: 49p4930 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 44p6033. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 23p9313. Part number: 04.037.942.2, lock prong, 130 degree tfna. Lot number: 6l12205. Part number: 21127, timoagri16.00. Lot number: 31p7619. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a removal of a trochanteric fixation nail-advanced (tfna) nail was performed on an unknown date as the nail broke in two pieces at the level of the blade. The blade and the distal locking screw were intact. The four implanted pieces (proximal part of the nail, distal part of the nail, blade and distal interlocking screw) could be removed without any problem. There was no end cap attached to the nail. No further information provided. This report is for (1) 11mm/130 deg ti cann tfna 235mm/right - sterile. This is report 1 of 1 for complaint (B)(4).